Event description:
It was reported that the patient's atrial leadless pacemaker (lp) failed to be interrogated via conductive telemetry. It was discovered that the lp dislodged and traveled into the pulmonary artery. The lp was retrieved. The patient was stable.